Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm was confirmed in the alarm history screen. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the displacement, prime, rewind, and basic occlusion tests. The device also had a cracked reservoir tube lip, scratched lcd window and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The blood glucose at the time of the incident was unknown. The customer stated that he was at the airport and took the insulin pump off to go through the body scanner but the device went through the x-ray machine. The alarm history showed multiple motor error alarms, a motor position encoder error alarm, bad battery and check settings alarm. Troubleshooting was performed. The device was returned for analysis.